Event description:
Voluntary medwatch received states that the lead was explanted and replaced due to insulation anomaly. No patient status was provided.

Manufacturer narrative:
Correction: d4 - additional device information (serial number) - serial number should not be included.